Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted. G2: foreign: australia.

Event description:
It was reported that during surgery the ratchet handle turns forward correctly, but when pulled backwards it does not ratchet and the skin graft carrier is pushed backwards. The handle can work if only turned forwards, but this is not ideal as the handle needs to be placed on the side of the table and the handle goes beneath the level of the sterile field. The handle was able to perform the up/down motion. Handle was stuck and unable to be removed. It is unknown if there was patient involvement or impact. Due diligence is complete as no additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g4, g6, h1, h2, h3, h4, h6, h11. Review of the most recent repair record determined the event was confirmed and it was found that the ratchet handle was assembled incorrectly. The sliding pin was facing the wrong way. The gear and spring pin were replaced and resolved the reported issue. It was noted that the unit was noted the device was manufactured in 2019 and has not since been returned for annual preventative maintenance. DHR was reviewed and no discrepancies related to the reported event were found. The root cause of the reported issue is attributed to a use error. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.